Manufacturer narrative:
The initial report had the missing information related to duration of use of insulin pump. The correct information has been provided with this report. (B)(4).

Event description:
It was reported that the customer was off the insulin pump greater than 48 hours of high blood glucose.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 440 mg/dl at the time of incident. The customer's other blood glucose was 392 mg/dl. The customer was treated with manual injection. Troubleshooting was performed. The insulin pump will not be returned for analysis.